Event description:
Related manufacturer reference number: 3006705815-2023-07215. It was reported that both of the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein one lead was moved up with a stylet in it and the other was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.